Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 119 compared to the labs 181 mg/dl. Tests were done within 21-30 minutes. No further information has been reported.